Event description:
Customer reports to have been hospitalized on (B)(6) 2014. Customer was hospitalized due to diabetic ketoacidosis and pancreatitis. Customer was hospitalized for five days and believes it was due to infusion set. Customer is off insulin pump and reverted to manual injections, but states healthcare professional recommends he goes back on insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).